Event description:
ICU nurse reported pump did not audibly alarm after the infusion was complete. Infusion was propofol. They noted the infusion was complete because the pt "started to get wild." They sometimes use the delay feature to hold propofol infusions for 30 minute intervals to check sedation levels but she has no specific details of this event. No adverse affect to pt and no medical intervention required. Customer stated no add'l pt or event info is available.

Manufacturer narrative:
(B)(4). Customer's report of pump module device not alarming after the infusion was complete could not be confirmed because the device was not returned for investigation. The customer stated the device was not sequestered and serial numbers were not recorded. It is possible that the user programmed the device for delayed start mode. Delayed start is an option that when enabled, allows the user to program an infusion to be delayed for a specified time. Additionally the system will not produce an audio alert when the delayed infusion is complete unless a callback after option has been programmed by the user. The root cause of the customer's report of pump module not alarming was not determined since no product was returned.